Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced paralysis after the implant procedure; however, the physician indicated that the paralysis was not related to the device. The patient continues to recover and is now able to walk with a walker.